Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific technical services (ts) received a call from the patient's sister after receiving a letter from our company. The caller reported that the patient passed away on (B)(6) 2015 due to an infected pacemaker and had sepsis in his organs and they shut down. The caller stated the patient had tremendous abdominal pain and went to the hospital. The caller stated that the infection caused the patient's death.